Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a distal femur fracture surgery three fibertapes (ar-7267, lot s705864) broke inside the patient while using the cerclage tensioner (ar-7800, lot 051650). One broke during initial tensioning and the second and third broke when the final tensioning on top of the half hitch was done. All three devices broke in the knot. The broken device cerclage was removed from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. The surgeon switched to a cerclage wire in metal. It was not necessary to do a second surgery.